Event description:
A pacing lead was returned to the manufacturer for disposal with no information, analyzed and subsequently tested out of specification. No patient compilations were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.